Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs indicated that the device was in lead view during the entire patient event while utilizing electrode pads. The log showed that the device was able to get CPR feedback and had a good pads impedance indicating that the device was capable of acquiring the ECG signal from the electrode pads. There was no indication in the log that the device would not have shown a proper ECG signal from the pads if the device was set to the pads view. The user would need to switch the device to the "pads" view to obtain the ECG signal via the electrode pads to the patient. This report has been attributed to user error and not a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.